Event description:
A zoll distributor returned battery pack sn (B)(4) to report that the battery was unable to power up a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to excessively discharged battery cells. The battery output voltage was 1.52v. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack.